Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: a review of the pump black box history showed that a call service 078 had occurred. The pump was examined and the pump was noted moisture was present behind the display screen lens. The pump powered on with a blank display screen preventing further performance testing of the pump function. A leak test was performed and the pump was noted to be leaking from a crack in the pump case between the display lens and the case seal. The pump was opened and corrosion was noted on the motor flex and display flex connections.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging call service cs078 alarms on the pump occurring multiple times in one month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.